Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water tightness is lost due to a broken cable unit. There was no image due to a broken charged-coupled device. The most probable cause of the loss of water tightness is traced to the user not following the manufacturer's instructions. The most probable cause of the breakage on the camera head and charged-coupled device is traced to component failure, which is expected or random without any design or manufacturing issue. The event can be prevented by following the instructions for use which state: "never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head unit was in two pieces. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. It is unknown if there was any patient involvement. A request for additional information regarding the event is in progress. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head unit was in two pieces. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. It is unknown if there was any patient involvement. A request for additional information regarding the event is in progress. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to capture revised information in the updated legal manufacturer's investigation. The investigation conclusion codes have been updated from the previous values of d02 and d1101 to be d02 and d15. The investigation conclusion codes in section h6 have been updated to reflect these changes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head unit was in two pieces. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. It is unknown if there was any patient involvement. A request for additional information regarding the event is in progress. There were no reports of patient injury or medical intervention associated with this event.